Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The device had a cracked case at the lcd window corners and battery tube threads. The unit also had a scratched lcd window.